Event description:
The facility's clinical engineer reported an infusion pump with an 808:04 failure code. The hosp rep stated to the baxter service facility that they have no record of any pt incident involving the pump since the last baxter service event.